Event description:
Pt taken to the or for repair of anal fistula with cooj plug. On applying the second suture, the needle broke off and the surgeon was unable to locate needle. An xray was taken and surgeon continued to close. After xrays were reviewed, the needle was identified and pt was taken back to the or for needle removal. Procedure was completed and pt was discharged the following day. Dates of use: 2008. Diagnosis or reason for use: hemorrhoidectomy.